Event description:
Rubber injection port deposited a large core around the outside of a transfer needle. We have occasionally had to discard IV preparations and tpn admixtures due to insoluable visible floating particles. This core was seen inside the empty container and would have possibly passed into a pt's vein. This particle was of significant size.